Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system reported feeling terrible. A revision procedure was performed, where the lead in the left bundle branch block (lbbb) position was explanted. During the lead explant, the physician observed that the ra lead was dislodged, and the right ventricular (rv) lead appeared to be fractured. The physician decided to explant the lbbb and ra leads and surgically abandoned the rv lead. The physician successfully implanted non-boston scientific leads as replacements of the leads. No additional adverse patient effects were reported.